Event description:
Caller stated they had a medtronic stimulation system implanted due to issues with their st. Jude device. No additional information was provided regarding the issues with the st. Jude device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).